Event description:
Customer reports that her meter read hi (>600mg/dl) on her display before she dosed the strip while using the advantage system. Strips are expired. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.